Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer encountered high blood glucose. The customer's blood glucose was 400mg/dl. The customer also had issues with sensor. The readings have been 100-200 points off and his sensors are not staying on. The customer stated they had issues with the whole box. Once his sensor glucose was 49mg/dl and his blood glucose was 150mg/dl. Another time his sensor glucose was 220 and his blood glucose was 400mg/dl.